Manufacturer narrative:
Date sent to the FDA: 02/17/2020. Additional h-3 summary: actual complaint sample cannot be returned; batch records have been reviewed and no issue found.manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.

Manufacturer narrative:
Product complaint (B)(4). The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an inguinal hernia repair surgery on (B)(6) 2020 and the suture was used. It was reported that the suture broke when it was used for ligation of vessel at the time of knotting. Another like suture was used to complete the procedure. No further information is available.